Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient was began treatment with vancomycin (dose, frequency, duration, and route not reported). Pd therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.